Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a nurse was stuck by a safe-t-pro lancet that was exposed out-of-box. The protective cover and white part of the lancet was missing. No adverse event reported. The lancet lot number was not provided. Return of the suspect device was requested for evaluation.